Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had her system explanted in (B)(6) 2010, due to an infection she got while in the hospital. The infection was not healing and the hcp thought it might be around the lead. Additional information has been requested and if received a follow-up report will be sent.